Event description:
It was reported via repair work order that the footbox power cord sheathing was damaged resulting in exposed copper wires. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.